Event description:
It was reported that during a fistulogram/plasty, a balloon rupture and detachment occurred. The area being treated was a closed fistula due to hyperplasia. The sterling otw balloon catheter did not have any problems tracking or advancing into place. The sterling otw balloon was inflated. Twice using a boston scientific leveen inflation handle and with a 4:1 mix of saline and contrast. The sterling otw balloon burst longitudinally on the second inflation in the fistula. As the physician withdrew the burst balloon he noticed the tip of the catheter had detached. The procedure was completed with a different device. The tip of the catheter settled in a side collateral. An attempt was made to snare the fragment, however, this was not successful. The patient experienced no symptoms and dialysis within the fistula occurred the same day. Patient condition is reported as 'stable'.